Manufacturer narrative:
Date rec'd by MFR: 17oct2019. Date of report: 22oct2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-10159 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15oct2019. The customer contacted product support and requested for service repair. The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. No problems were observed during testing. Review of the diagnostic log shows that there was an o2 device failed error logged. The (fse) have advised the biomed to change the gas valve as stated in the service manual, he will decide, and if he wants to change the valve he will order it, or he might put it back into service. Customer will decide.

Event description:
The customer reported that the unit failed with no oxygen (o2) available and oxygen(o2) device failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.